Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during an interventional radiology procedure of an ivc filter insertion, the filter failed to open/expand once it had been deployed and despite the radiologist identifying this problem and inserting the retrieval kit, the filter migrated into the heart where it became caught in the mitral heart valve. Since the patient¿s condition deteriorated after the retrieval attempt, the filter was surgically removed. On removal several holes were found in the right ventricle and small cardiac vein. Damages were repaired and the patient was stable. Three images from a placement procedure of a celect platinum ivc filter, along with the complaint report, were submitted for review. Per the report, an inferior venacavogram was performed prior to deploying the ivc filter which demonstrated no clot within the intended landing zone of the ivc filter, in the infrarenal ivc. These images were not submitted for review. There is comment in the complaint report that the clot had been seen extending into the left common iliac vein, but there was no mention of extension into the inferior vena cava. The initial location for deployment was said to be the infrarenal ivc, but again, no imaging of this area was submitted for review prior to deploying the ivc filter. Once the ivc filter was deployed it was noted that the filter legs had not expanded as to be expected. It seems this was not noted until the filter was entirely detached from the deployment system. Once this was realized, the deploying physician made attempts to snare the ivc filter, but at this point the filter had migrated cranially, and now was located in the suprarenal ivc. This is the point which the images submitted for review capture the location and configuration of the ivc filter. The secondary arms appear fully expanded, but the primary filter legs do appear clustered together and under expanded. On the inferior venacavogram performed at this point, there does appear to be a radiolucency encompassing the primary filter legs, consistent with a filling defect. This finding is very concerning for adherent thrombus to the primary filter feet. It is uncertain if the primary filter feet were deployed within a piece of thrombus inhibiting their expansion or if this thrombus formed within the deployment sheath if not properly prepped, or if the filter was allowed to sit within the sheath for an extended period of time. This filling defect appears to be the cause of the failure to expand of primary filter feet, which unfortunately resulted in the filter migrating cranially and eventually ending up in the heart and damaging the tricuspid valve and perforating the myocardium causing a hemopericardium and tamponade. Patient survived the event after undergoing emergent cardiac surgery with valve replacement. There were several opportunities where this complication could have been avoided. The first opportunity is at the time of ivc filter deployment, where the filter could have been recaptured or not released from the deployment system when the primary filter legs did not expand appropriately. The primary filter legs not opening may not have been noticed until the filter had already been detached from the deployment system. Secondly, it is uncertain if the primary filter feet were deployed within a thrombus in the ivc or if the thrombus formed in situ around the filter feet in the sheath. Further discussion regarding the steps during deployment of the ivc filter and/or imaging demonstrating the infrarenal ivc venogram prior to placement would be helpful in differentiating these possibilities. Lastly, although the complaint report does state that attempts at snaring the ivc filter were performed, none of the images submitted for review demonstrate the presence of a snare. Given the configuration of the ivc filter, the filter appears readily available to be captured by a snare, although the sequence of events may have been unfolding very quickly, making it a more stressful situation. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter when deployed did not unfold and migrated to the heart. Patient had to be transferred for surgery. Ivc filter placement in a (B)(6)-year-old male. History of gastric bleeding and ulcers in the stomach. Large clot seen in the leg during a scan, clot extended all the way up to the left common iliac vein. Ideally this clot would have been treated with anti-coagulant drugs, however due to the bleeding of the gastric ulcers the decision was made to place an ivc filter instead. The cook celect platinum icv filter was prepped for placement via jugular access. A dsa (digital subtracted angioplasty) was performed after initial puncture to check for any clots near the treatment site, no clots found near insertion / placement site, so the decision was made to go ahead with placement of the celect ivc filter. The target vein was measured at 2cm, so there were no concerns with sizing. The celect filter was placed at the target site with no issue, however once the filter was released imaging showed that the stabilising legs of the filter had not deployed as expected and the filter did not look open or secure (see image 1). This was a red flag to the consultant, so he knew he needed to retrieve the filter. A snare was placed in order to attempt retrieval of the filter. However, imaging showed once the snare was deployed to the target site that the filter had already migrated upwards passed the renal veins attempts were made to snare the filter however it continued to migrate until it reached what the consultant thought was the right atrium. The cardiologist team were called at this stage to assist, they came with their eco technology which showed that the filter had in fact passed the right atrium and was lodged in the tricuspid valve. The cardiologist team then tried to retrieve the filter with their own curved snare and catheters. This was unsuccessful and imaging showed that the filter had opened more inside the heart (see image 2) further attempts were made to retrieve the filter by both jugular and femoral access however theses proved unsuccessful. Patient then deteriorated, very low blood pressure. Eco done on the heart again & suggested a puncture in the heart which was causing bleeding into the pericardial sac. A pericardial drain was placed and 120ml blood removed. This stabilised the patient who was then blue lighted to bart¿s for open heart surgery to remove the filter. Filer was removed in via open heart surgery. Here they found that the annulus was ruptured, as well as the leaves of the tricuspid valve, several holes were found in the right ventricle and small cardiac vein. The cardiologist team repaired all the damages, but this did require the placement of a bio prosthesis sat guide epic 27mm diameter valve. Patient is now stable in the hospital. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. Femoral access by cardiologist to try to retrieve the filter. These attempts were unsuccessful so open heart surgery was then needed to retrieve the filter. Due to damage in the heart a bio prosthesis sat guide epic 27mm diameter valve was needed. According to the initial reporter, the patient did experience adverse effects due to this occurrence. Patient needed open heart surgery. Patient needed new valve (bio prosthesis sat guide epic 27mm diameter valve).